Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 700 mg/dl and diabetic ketoacidosis. The customer suspected the cause to be a blockage in the supplies; however this could not be determined as customer did not have the pump or supplies available for troubleshooting with tandem technical support. Subsequently, customer was hospitalized. Treatment was provided via intravenous insulin, saline, and potassium. No information was provided regarding the release date, however customer indicated the issue was resolved. Customer indicated as a result of the hospitalization and elevated bg level that they were in the beginning stages of neuropathy.